Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 626211) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("increasingly severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), mood swings ("mood swings") and back pain ("chronic back pain"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, abdominal distension, fatigue, migraine, mood swings and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, heavy menstrual bleeding, migraine, mood swings, pelvic discomfort and pelvic pain to be related to essure. Lot number: 626211 manufacturing date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 23-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain / chronic pelvic pain') in an adult female patient who had essure (batch no. 626211) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy test urine negative. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("increasingly severe discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), fatigue ("chronic fatigue"), migraine ("excessive migraine headaches"), mood swings ("mood swings") and back pain ("chronic back pain"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, abdominal distension, fatigue, migraine, mood swings and back pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, fatigue, heavy menstrual bleeding, migraine, mood swings, pelvic discomfort and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information, medical history, lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.